Manufacturer narrative:
As reported on precise study, patient (14009) experienced asystole during the procedure while ballooning, in which an 8x40 precise pro rx was implanted in the left internal carotid artery. It was treated with medication and reportedly not related to the device or index procedure. The patient underwent an index carotid intervention for treatment of an extracranial left internal carotid artery lesion. The lesion was 22mm in length and 7mm in diameter. One 8x40 precise carotid stent was implanted to treat a single target lesion. The procedure was performed under local anesthesia using ipsilateral femoral arterial access. Pre-dilation was performed prior to stent placement, and the stent was successfully delivered, deployed, and fully expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was 0%, and no target lesion revascularization occurred between the index procedure and hospital discharge. An adverse event of transient hypotension occurred during the procedure; this event was non-serious, not related to the study device, not related to the index procedure, was treated with medication only, and resolved without sequelae. The first follow-up assessment occurred at approximately 0 months post-procedure (early post-procedural follow-up). Imaging with duplex ultrasound was performed and demonstrated no significant residual stenosis. No device deficiencies were reported, including no stent migration, fracture, thrombosis, embolization, or restenosis. No adverse events occurred during this interval, and no additional intervention was required. A subsequent follow-up assessment occurred at approximately 99 months post-procedure. Duplex ultrasound imaging was again performed and demonstrated continued stent patency without clinically significant restenosis. No device deficiencies were identified, and no target lesion revascularization was required. No adverse events were reported during this follow-up period. Long-term follow-up continued through 101 months post-procedure, meeting and exceeding the protocol-required follow-up duration. At study completion, the subject demonstrated no evidence of device failure, no stent fracture, migration, thrombosis, embolization, or restenosis, and no need for target lesion revascularization. The study concluded with successful long-term follow-up completion, and data collection was closed per protocol requirements. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Arrythmias, such as asystole, are a known potential adverse event associated with carotid stent implantation procedures and is listed in the instructions for use (IFU) as such. Asystole is defined as the absence of cardiac electrical activity resulting in no ventricular contraction and no cardiac output. Hemodynamic instability occurring during or after carotid stent placement can be influenced by baroreceptors located at the carotid bifurcation. These baroreceptors may be stimulated by mechanical stretch from interventional balloons, stent delivery systems (sds), distal protection devices, or the implanted stent itself, triggering a reflex arc via the glossopharyngeal nerve. This reflex can result in pronounced vagal stimulation, leading to significant bradycardia and, in rare cases, transient asystole. Stent placement may contribute to continued baroreceptor stimulation immediately following deployment. Such reactions are recognized physiologic responses to carotid sinus stimulation and are typically transient and procedural in nature. Based on the available information, patient and procedural factors likely contributed to the asystole experienced, especially since it was treated with medication only, and resolved without sequelae. However, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported on precise study, patient (B)(6) experienced asystole during the procedure while ballooning, in which an 8x40 precise pro rx was implanted in the left internal carotid artery. It was treated with medication and reportedly not related to the device or index procedure. Patient also suffered from a myocardial infarction approximately 102 months after the procedure. It was determined as moderate severity that resolved after treatment with medication. It was determined as not related to the stent or the index procedure. The patient underwent an index carotid intervention for treatment of an extracranial left internal carotid artery lesion. The lesion was 22mm in length and 7mm in diameter. One 8x40 precise carotid stent was implanted to treat a single target lesion. The procedure was performed under local anesthesia using ipsilateral femoral arterial access. Pre-dilation was performed prior to stent placement, and the stent was successfully delivered, deployed, and fully expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was 0%, and no target lesion revascularization occurred between the index procedure and hospital discharge. An adverse event of transient hypotension occurred during the procedure; this event was non-serious, not related to the study device, not related to the index procedure, was treated with medication only, and resolved without sequelae. The first follow-up assessment occurred at approximately 0 months post-procedure (early post-procedural follow-up). Imaging with duplex ultrasound was performed and demonstrated no significant residual stenosis. No device deficiencies were reported, including no stent migration, fracture, thrombosis, embolization, or restenosis. No adverse events occurred during this interval, and no additional intervention was required. A subsequent follow-up assessment occurred at approximately 99 months post-procedure. Duplex ultrasound imaging was again performed and demonstrated continued stent patency without clinically significant restenosis. No device deficiencies were identified, and no target lesion revascularization was required. No adverse events were reported during this follow-up period. At approximately 101 months post-procedure, a non-serious adverse event of myocardial infarction was reported. The event was classified as not related to the study device and not related to the index procedure. Management consisted of medication only, without surgical or interventional treatment. The adverse event was documented as resolved, with no ongoing sequelae. Long-term follow-up continued through 101 months post-procedure, meeting and exceeding the protocol-required follow-up duration. At study completion, the subject demonstrated no evidence of device failure, no stent fracture, migration, thrombosis, embolization, or restenosis, and no need for target lesion revascularization. The study concluded with successful long-term follow-up completion, and data collection was closed per protocol requirements.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported on precise study, patient ((B)(6)) experienced asystole during the procedure while ballooning, in which a 8x40 precise pro rx was implanted in the left internal carotid artery. It was treated with medication and reportedly not related to the device or index procedure. Patient also suffered from a myocardial infarction approximately 102 months after the procedure. It was determined as moderate severity that resolved after treatment with medication. It was determined as not related to the stent or the index procedure. The patient underwent an index carotid intervention for treatment of an extracranial left internal carotid artery lesion. The lesion was 22mm in length and 7mm in diameter. One 8x40 precise carotid stent was implanted to treat a single target lesion. The procedure was performed under local anesthesia using ipsilateral femoral arterial access. Pre-dilation was performed prior to stent placement, and the stent was successfully delivered, deployed, and fully expanded with balloon dilation. No additional stents were implanted. At the conclusion of the index procedure, residual stenosis was 0%, and no target lesion revascularization occurred between the index procedure and hospital discharge. An adverse event of transient hypotension occurred during the procedure; this event was non-serious, not related to the study device, not related to the index procedure, was treated with medication only, and resolved without sequelae. The first follow-up assessment occurred at approximately 0 months post-procedure (early post-procedural follow-up). Imaging with duplex ultrasound was performed and demonstrated no significant residual stenosis. No device deficiencies were reported, including no stent migration, fracture, thrombosis, embolization, or restenosis. No adverse events occurred during this interval, and no additional intervention was required. A subsequent follow-up assessment occurred at approximately 99 months post-procedure. Duplex ultrasound imaging was again performed and demonstrated continued stent patency without clinically significant restenosis. No device deficiencies were identified, and no target lesion revascularization was required. No adverse events were reported during this follow-up period. At approximately 101 months post-procedure, a non-serious adverse event of myocardial infarction was reported. The event was classified as not related to the study device and not related to the index procedure. Management consisted of medication only, without surgical or interventional treatment. The adverse event was documented as resolved, with no ongoing sequelae. Long-term follow-up continued through 101 months post-procedure, meeting and exceeding the protocol-required follow-up duration. At study completion, the subject demonstrated no evidence of device failure, no stent fracture, migration, thrombosis, embolization, or restenosis, and no need for target lesion revascularization. The study concluded with successful long-term follow-up completion, and data collection was closed per protocol requirements.